Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
Other applicable components are: product ID 8780 lot# n361481003 serial# implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 information was received from a healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient who was receiving morphine (20.0 mg/ml, 4.668 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2017, the patient reported worsening pain and requested a switch from morphine to dilaudid. An examination on (B)(6) 2017 found the pump had flipped. A volume discrepancy was noted; actual reservoir volume (arv) was 15 cc and expected reservoir volume (erv) was 4.9 cc. It was stated, "concerned about possible catheter kink from flipping". The pump segment of the catheter was surgically revised on (B)(6) 2017. The event was ongoing. Etiology of the event was related to the device/therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient complained of increased pain, and during examination it was found that the pump had flipped causing the catheter to kink. The pump was repositioned and re-sutured on (B)(6) 2017. The event resulted in in-patient hospitalization. The device diagnosis was pump inversion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the pump flipping was not determined. It was noted that the catheter was revised, but does not state that it was explanted. The event was ongoing as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a clinical study on 2018-jul-21. It was reported that the event resolved without sequelae on (B)(6) 2018.